Event description:
Clinician reportedly wanted to turn down the air and pressed the co2 on the display, thinking it was air. Pt's co2 readings started to increase. There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.